Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in used condition. The left plunger case was damaged. The occlusion test verified the check clutch error. The motor rate error was not duplicated. The failure mode was described as abnormal wear of the clutch halves for the check clutch error. The root cause is listed as unknown. The investigator replaced clutch half's left and right.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported.